Event description:
It was reported that that the healthcare professional (hcp) requested review of device data to confirm device operation of this cardiac resynchronization therapy defibrillator (crt-d). Upon review, boston scientific technical services (ts) noted there was oversensing of ventricular signals on the left ventricular (lv) lead which resulted in pacing inhibition. Ts discussed possible programming options per physician discretion. No adverse patient effects were reported. At this time, this device system remains in service.